Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to an infection that began 6 weeks following the implant. On (B)(6) 2020 the ipp pump and water sac was explanted and the tubing was capped and not replaced. On (B)(6) 2021 a new ipp was implanted with no clinical consequences to the patient.